Event description:
Customer reported unexpected negative reactions on capture-r ready screeen (crrs) (3) on the echo. A patient sample was negative on cell I jk(a+b-) and iii jk(a+b+), and 4+ with cell 2 jk(a-b+) e+e-.

Manufacturer narrative:
Reactivity of the e and jka antigens were confirmed on retention crrs(3), lot r027, crrid, lots id106 and dn029, used by the customer. Retention products performed as expected. The customer did not return sample or product for investigation testing.